Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified mid-right coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, during the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a non-boston scientific device. No patient complications were reported.